Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was having recurrent dislocations. Patient was revised to an x-long head and a lipped liner. Cup and liner position were in good shape at the time of the revision. No marks. Patient had a soft tissue repair done by another surgeon after the tha surgery and prior to revision.